Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, staph infection and hospitalization. Qualifications and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2014 her blood glucose and insulin history is as follows: (B)(6). Her site was irritated, discolored, black and there was blood coming out of the insertion site. She went to (B)(6) and upon arrival her bg was reading 509 mg/dl. The pod was removed and discarded. She stayed at the ER for about 8 to 9 hours before she was admitted into the intensive care unit. She was diagnosis for dka and a (B)(6) infection. They placed her on an insulin drip and in the morning she was given 3 shots totaling to 16 units of long acting insulin. For her other medical reason she was also given aspirin, plavix, lyrica, keppra, accupril, famotidine, vasotec, and 2 different types of antibiotics. She was in the ICU for 2 days and hospitalized 6 additional days before being released.